Event description:
--

Event description:
Additional information was received that this product was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate therapy. The patient was evaluated in the emergency room, which revealed that the pacing impedances were out of range, greater than 2,000 ohms and there was no right ventricular (rv) capture at maximum outputs. It was reported that the patient had fallen a couple times a few days prior to these issues surfacing. The patient has an underlying rhythm of 72 beats per minute and does not require pacing. The patient tachy therapy was programmed off and the patient was admitted into the hospital. A chest x-ray and a lead revision was to be performed. No further complications have been reported. Additional information was received that upon pocket opening when the rv lead was cut and capped and the rv and high voltage ports were plugged as the physician was unable to place a new lead due to the patient's anatomy. The physician suspected a pocket infection. The pocket was closed and the patient was placed on antibiotics in the hospital for one week. The physician planned to re-implant on the right side upon completion of antibiotics. It was also reported that post lead revision procedure noise and oversensing was still being exhibited. No inhibition of pacing was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.